Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a right side "leak, large ripple, it lost volume and the firmness at the top is gone, and it is completely out of my bra." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and a curved opening. A leak test was perform and was found delamination of the valve and one opening. A microscopic analysis identified: a curved sharp opening under the plug strap disk shell assessed as unidentified (tear) opening. A dimension measurement of the shell was performed which identified the thickness is within specification, and partial delamination of plug strap disk shell assessed as adhesive failure. Based on the device analysis the final assessment is: a sharp opening due to unidentified (tear) opening and the wrinkling condition can be related with the flat creases observed, nevertheless is not considered a workmanship, since the device was received out of its primary packaging and is an explanted device.

Event description:
Patient reported a right side "leak, large ripple, it lost volume and the firmness at the top is gone, and it is completely out of my bra." Device has been explanted.